Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure the phacoemulsification (phaco) tip was blocked and the phaco handpiece ultrasonic power was less than normal. The tip was immersed into a cup of solution and applying 100% ultrasonic power attempted to clear the tip. Phaco power modulation continued even with the numbers showing as rising on the system. The tip and handpiece was exchanged but the blockage continued. The patient exhibited progressive zonular dehiscence. Multiple attempts to emulsify the nucleus failed. The surgeon switched to extracapsular cataract extraction procedure. The wound was enlarged and the capsulorhexis was performed. The mostly intact nucleus was removed with a loop instrument. This resulted in vitreous prolapse and an anterior vitrectomy was required. The capsular bag was removed and anterior iol was inserted. The patient was prescribed antibiotic and steroid drops.